Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during dwell three of four, while the hp was connected. During troubleshooting it was noticed that the hp left an open clamp on an unused supply line during therapy. The technical service representative (tsr) advised the hp to always close all the clamps except the ones that will be used during the therapy. The tsr advised the hp to start the therapy over using all new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This report is for system error 2240, where the home patient (hp) left an open clamp on an unused supply line during therapy. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely. The guide instructs the user to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted. If any relevant information is obtained, a supplemental report will be submitted.